Manufacturer narrative:
Correction: device manufacture date.

Event description:
It was reported that the device had note will not turn or connect to controller, found the iui to be bad, replaced and pass all test. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 18jun2015. The review was performed from the date of manufacture to the present date 02aug2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had note will not turn or connect to controller, found the iui to be bad, replaced and pass all test. There was no patient involvement.